Event description:
Iabp catheter placed 5/9/1999 at 1225. Iabp with good augmentation with occasional alarm of leak in iab circuit but no visible blood in tubing, decreased augmentation or change in balloon waveform. On 5/10/1999 iabp alarmed "rapid gas loss" and blood immediately visualized in tubing. Catheter removed, found to be ruptured. Not replaced.